Event description:
Customer reports burning sensation to the right lower quadrant of abdominal skin under where barrier wipe is applied, after 2 days of wear. Product was in use for 3 weeks and wear-time of appliance is 3-4 days.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Further reports indicate that customer is using convatec's sur-fit natura stomahesive flexible skin barrier with cut-to-fit opening as well as stomahesive powder blotted with barrier wipe. End-user was advised to discontinue use of sting free barrier wipe and to contact his health care provider (hcp) for follow-up, and recommendation was verbally agreed by end-user. Lastly, end-user states that he has contacted his ostomy nurse and is scheduled to see her in 2 weeks. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.